Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. The device was reprogrammed to deactivate the ra lead. The patient's condition was stable and there were no adverse consequences.